Event description:
During review of medical records for unrelated event, it was discovered that patient was hospitalized for peritonitis. Physician wrote-patient presents with abdominal pain started 12 hours ago ((B)(6) 2015) also reported cloudy appearing peritoneal dialysis (pd) fluid. Pd culture sent and patient put on gentamicin and vancomycin ip. Discharge diagnosis was spontaneous bacterial peritonitis characterized by generalized abdominal pain.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that the exact organism and the cause of this peritonitis is unknown. Peritonitis is a known risk with peritoneal dialysis usually caused by poor aseptic technique or a break in the sterile field. There are no malfunctions reported to point causality for peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.